Manufacturer narrative:
Concomitant medical products: ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. The lens was returned in liquid in a case/vial. Visual inspection of the returned product found one haptic torn and a piece of the other haptic was torn off and missing. (B)(4).

Event description:
The reporter indicated the scrub technician accidently tore a cc4204a collamer single piece lens, +21.0 diopter, while loading, but it was not noticed until the lens was inserted and was removed immediately. There was no patient injury, no enlarged incision or sutures. Another lens of the same model and diopter was used.